Event description:
Fetal screen kit arrived in blood bank from manufacturer. The cap for the bottle of indicator cells was not tightly screwed on in the packaging causing the contents to leak. Unable to use fetal screen kit due to risk of contamination.